Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-05503. It was reported that the patient had their controller backup battery replaced after ebb fault alarm presented. The patient is in the hospital for elevated ldh on a heparin drip but is asymptomatic and there were a series of low power events in the log file on (B)(6) 2020 and (B)(6) 2020. The patient had no external power alarms but there was no interruption in lvad therapy.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the report of elevated lactate dehydrogenase (ldh) could not be conclusively determined through this evaluation; however, it was reported that the elevated ldh was multifactorial and proven to be unrelated to the left ventricular assist system (lvas). A direct correlation with heartmate ii lvas, serial number: (B)(6), and the report of aortic insufficiency (ai) could not be conclusively established. The patient was admitted on (B)(6) 2020 for elevated ldh when a backup battery fault occurred. The backup battery was reseated; however, the backup battery fault continued so the backup battery was replaced. It was also reported that the patient had previously lost power at home while connected to the mobile power unit (mpu). The patient was reportedly asymptomatic as of on (B)(6) 2020, and the elevated ldh was treated with an anticoagulant drip. During the admission, echocardiograms were taken that demonstrated moderately severe ai. It was reported on (B)(6) 2021 that the elevated ldh was multifactorial, but was proven to be unrelated to the pump. A computed tomography angiography (cta) chest scan was taken that did not demonstrate outflow obstruction. A review of the submitted log file from on (B)(6) 2020 found that the pump maintained a stable speed without issue. A no external power alarm was also captured on (B)(6) 2020, while the device appeared to be connected to the mpu. The system controller's backup battery powered the system until external power was returned, and there was no interruption in pump support. Additionally, a backup battery fault was captured on (B)(6) 2020. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. The patient remains ongoing on (B)(6). No further related events have been reported at this time. The heartmate ii lvas instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate ii lvas. The IFU warns that moderate to severe aortic insufficiency must be corrected at time of device implant and patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on (B)(6) 2017. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists hemolysis as an adverse event that may be associated with the use of heartmate ii lvas. Section 5 "surgical procedures" warns that moderate to severe aortic insufficiency must be corrected at time of device implant. This section of the IFU also warns that patients with mitral or aortic mechanical valves may be at added risk of accumulating thrombi on the valve when supported with left ventricular assist devices. No further information was provided. The manufacturer is closing the file on this event.